Event description:
It was reported that during a sigmoid colon procedure the initial procedure went well. Ten days post-op, the patient presented with a leak. It is unknown what caused the leak or how the leak was detected. The patient was taken back into the or and the leak was repaired. It is unknown how the leak was repaired. The rep had no further information at the time of the call. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: additional information requested: what was the tissue condition after firing? Was the patient undergoing any coagulation therapy? Has the patient undergone chemo/radiation therapy? Where was the leak located? Were the staples visible? If yes, were they malformed, unformed¿? How was the leak detected? Colonoscopy,¿? What is the patient¿s current condition? Additional information was requested and the following was obtained: correction to the event: it was stated that the leak happened several days post-op. The rep also stated that the account was not sure of the product code, but this is the most common code that the account uses.